Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The moderately tortuous and calcified left anterior descending artery (lad) was predilated with a maverick balloon. A 2.25x16mm taxus express2 atom stent was then advanced through the 50% stenosed left main (lm) where there was a previously implanted taxus stent. The taxus express2 atom stent was unable to cross the previously placed stent and became dislodged in the lesion. The physician was about to use a snare to retrieve the stent, but then decided to slide a 2.5x15mm maverick balloon through the dislodged stent and deploy it in the lm. The stent was then postdilated with a 3.0x12mm non bsc balloon. The target lesion was successfully treated with a 2.25x20mm taxus express2 atom stent and postdilated with a quantum balloon. No further patient complications were reported with the patient's current condition listed as "okay".